Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study source - (B)(4) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty treatment performed on (B)(6) 2017 as part of the (B)(4) clinical study. On (B)(6) 2017 the patient was admitted to the hospital for the bt treatment as planned by the physician. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty treatment performed in the right lower lobe of the lungs. No issues were noted with the device. On (B)(6) 2017 the patient was discharged from the hospital following the treatment. According to the complainant, (B)(6) 2017 the patient developed lower respiratory tract infection and was treated with systemic steroids. On (B)(6) 2017 the infection had resolved. The physician assessed that the relationship between the event and the bt procedure was unknown.